Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to exposure of vaginal mesh. (B)(4).

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent an excision of exposed vaginal mesh on (B)(6) 2012, due to exposure of vaginal mesh. No additional information was provided.